Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited oversensing and was replicated when the patient pressed their hands together and rotated their arms. The physician suspected insulation damage on the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.